Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s): "system message" (device displays error message). A nurse reported receiving a system message. The system was rebooted and case was completed. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The system was tested and met all product specifications. Two cpc connectors were replaced as the locking tabs were broken. A review of complaints for the last 24 months indicated two additional, related reports for this system. A review of service requests for the last 24 months indicated two additional, related reports for this system. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B)(4).